Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 99% stenosed target lesion was located in the mildly calcified 3.25mm to 3.5mm in diameter left circumflex (lcx) artery. Following the insertion of a guidezilla guide extension catheter, pre-dilatation was performed. Subsequently, a 2.25 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during advancement of the device inside the guidezilla, resistance was encountered and the stent detached at the proximal side of the lcx. The detached stent was then successfully removed with a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a 6fr guidezilla. The stent was detached from the stent. There were several stent struts that were stretched and bent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon indicating that stent was secure on the balloon. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 99% stenosed target lesion was located in the mildly calcified 3.25mm to 3.5mm in diameter left circumflex (lcx) artery. Following the insertion of a guidezilla guide extension catheter, pre-dilatation was performed. Subsequently, a 2.25 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during advancement of the device inside the guidezilla, resistance was encountered and the stent detached at the proximal side of the lcx. The detached stent was then successfully removed with a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.